Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a fall, landing on the tailbone. Following the fall, the patient reported a return of chronic low back pain and stimulation affecting the legs instead of the back. Lead migration was noted, and the issue remained unresolved at the time of the report. A system check was performed, confirming all connections and impedances were within normal limits, and reprogramming of stimulation was conducted to better address the back pain. The patient planned to monitor the effectiveness of the reprogramming and, if unsuccessful, intended to follow up with a physician to confirm lead migration and discuss further options. Manufacturer representative (rep) indicated they would send any further information as they become aware.